Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 149mg/dl (meter ), 101mg/dl (lab ). Tests were done within < 10 minutes with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.